Event description:
The hospital maintenance person reported that this bed had a unintentional downward movement from the bed head high position. After troubleshooting, the hill-rom service technician found that the brake mechanism on the head drive needed to be cleaned. After cleaning the head brake, the bed operated as designed. There were no reported adverse events associated with this bed malfunction.